Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015.

Event description:
It was reported that there were alerts for high impedance on the right ventricular coil, the superior vena cava coil, and left ventricular tip to coil. Both the right ventricular and left ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.